Event description:
It was reported that the valve clogged and broke into three pieces prior to re-implantation.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It was within specs for all pressure-flow and preimplantation tests. There were no detected occlusions or breakages. The complaint states that the product was broken in three pieces. The returned product was not broken in three pieces. The conditions of the complaint could not be duplicated in the lab.